Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 5.04, lab: 4.8; 2007, 5.04, 4.7. Caller alleges imprecision with inratio. Results as follows: first test inr = 3.3; second test inr = 2.7.

Manufacturer narrative:
Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 5.04, lab: 4.8, mean: 4.92, confidence limits: 2.8 - 7.2; 2007, 5.04, 4.7, 4.87, 2.8 - 7.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user. Lot: 060452/070383; first test inr = 3.3; second test inr = 2.7; mean = 3.0; sd = 0.42; %cv = 14.14%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.